Manufacturer narrative:
Additional information: based on the received information from the field, the recipient is a non-user due to unsatisfactory perception. According to the currently available information a technical implant failure seems unlikely, however to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to the report of 27-jun-2013, the bilaterally implanted patient was not using her right audio processor for more than 10 years due to decreased hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report of 27-jun-2013, the bilaterally implanted recipient was not using her right audio processor for more than 10 years due to decreased hearing performance. The user was seen at the clinic on (B)(6) 2023. She reported hearing high pitch squeaky sounds and feeling some facial stimulation when basal channels were stimulated.